Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, an endoscopic image disappeared by the operation of the angulation of the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event. This device is an olympus asset.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned, the exact cause could not be conclusively determined. There was a possibility of failure of the cable, the ccd or the circuit board.